Manufacturer narrative:
Correction information: g6: follow up #1. Evaluation summary: in this case, based on the reported content, it was speculated that the mucus on the surface of the objective lens became difficult to remove, making the endoscopic image unclear. The reason why it is difficult to remove the mucus is thought to be that the surface of the objective lens is scratched due to long-term use (about 3 years of use), but we have not been able to identify it. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 20-sep-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 20-sep-2018. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Patient involved - no known adverse event. Customer reported that they were unable to see the stomach and esophagus for the remainder of a procedure. Needed to reschedule a patient for procedure. This event occurred at the time of during use. B3:not known for the exact date, we just know the year the complaint was sent in to manufacturer. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.